Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had inaccurate cgm values 3 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the cgm reading was low. It was not documented whether the patient checked the bg at this time. The patient self-treated the low by unspecified means. The patient felt like she was having high blood sugar and experienced extreme thirst and urination, yet the reading kept reading low. An unspecified time after self-treatment of the low reading, the patient began vomiting. At an unspecified moment during the episode, the bg was 451 mg/dl and the patient reportedly had a close call to diabetic ketoacidosis. The patient was presented to the emergency department and was treated with an insulin drip and fluids. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. The same day as the event, the patient was better and at home resting after treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the adverse event. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.